Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient complained of a headache and was taken to the hospital. The patient then developed unspecified neurologic changes. It was found that the patient had suffered an intracranial hemorrhage. It was reported that the patient's family requested comfort measures only. The pump was turned off and the patient expired on (B)(6) 2016. It was reported that there were no device issues and the pump was functioning as expected. No additional information was provided.